Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that patient has been experienced high blood glucose event on (b)(6)-2026 and treated with manual injection.